Manufacturer narrative:
Additional suspect medical device components involved in the event product family: scs-lead fixation-MRI upn: m365sc43190 model: sc-4319 serial: null batch: 32163844. Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7082400. Product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 7082401.

Event description:
It was reported that the patient presented with signs of erosion at the implantable pulse generator (ipg) pocket site with signs of infection at it and the lead site. The patient stated feeling discomfort a the ipg site for several months, and pain once the erosion occurred, there were also redness and puss discharge from the ipg pocket site. The patient underwent an explant procedure of the entire system and was prescribed antibiotics. The devices will not be returned as they were discarded by the facility at the physicians' discretion due to the infection.

Event description:
It was reported that the patient presented with signs of erosion at the implantable pulse generator (ipg) pocket site with signs of infection at it and the lead site. The patient stated feeling discomfort a the ipg site for several months, and pain once the erosion occurred, there were also redness and puss discharge from the ipg pocket site. The patient underwent an explant procedure of the entire system and was prescribed antibiotics. The devices will not be returned as they were discarded by the facility at the physicians' discretion due to the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: null. Batch: 32163844. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7082400. Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7082401. There was no allegation against the functionality of the device, the ipg passed visual inspection. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include skin erosion at the ipg site and infection can occur over time. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and passed visual inspection, the rest of the devices were discarded by the facility, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion and investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the patient presented with signs of erosion at the implantable pulse generator (ipg) pocket site with signs of infection at it and the lead site. The patient started feeling discomfort at the ipg site for several months, and pain once the erosion occurred, there were also redness and puss discharge from the ipg pocket site. The patient underwent an explant procedure of the entire system, and was prescribed antibiotics. The devices will not be returned as they were discarded by the facility at the physicians' discretion due to the infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family: scs-lead fixation-MRI. Upn: m365sc43190. Model: sc-4319. Serial: null. Batch: 32163844. UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). There was no allegation against the functionality of the device, the ipg passed visual inspection. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states the possible risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation include skin erosion at the ipg site and infection can occur over time. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned and passed visual inspection, the rest of the devices were discarded by the facility, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion and investigation is assigned a probable cause of known inherent risk of device. Correction to block h6.